Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that "pt reports 3 mos of severe hip pain. X-ray shows dislocated rth, but appears to have migrated. Pt not followed after 200, until 2007 when the reported pain (august). Pt was revised.